Event description:
It was reported that during the implant attempt, the left ventricular (lv) lead dislodged during slitting of the delivery sheath. The lead was removed, and a second lead was attempted. During placement of the second lead, the lead would not remain in position. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).